Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that they opened the right side door of the act 5diff instrument and found <1ml of blood diluent mixture that had leaked from the rinse block cup onto the bath cover. Customer stated that the leak was contained within the instrument. Customer also reported that the all differential parameters were failing on quality control. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and found on arrival that the tube to the differential fix reagent was not connected to the pickup tube. Fse reconnected the tube and this resolved differential quality control issue. Fse could not resolve the probe leak issue, parts were ordered. On (B)(4) 2012 fse replaced the syringe vacuum and valves 17 to 32. This resolved the leak. No further issues were reported.